Event description:
The user facility reported that the device was found to be bent during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was found to be bent during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.